Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was exhibiting low impedance. Programming changes were suggested. No further information was available.

Event description:
New information noted no programming changes have been made although they may or may not be made the next time the patient appears in clinic and the patient has been stable throughout and the patient's weight was (B)(6).